Event description:
It was reported on (B)(6) 2026 that the patient presented with tricuspid regurgitation (tr) for a triclip procedure. During the preparation of triclip, the clip was unable to pass establish final arm angle test (efaa). The clip was replaced with another device to complete the procedure. The tr was reduced to grade <1 post procedure. There was no clinically significant delay or adverse patient effects reported.